Manufacturer narrative:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor (bsm) to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that telemetry device anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened. Investigation summary: the customer was not able to provide the logs in a timely manner and the device was not returned for evaluation, root cause cannot be determined. Complaint history review of pu-621ra do not reveal any additional complaint relating to reboot after transferring a patient. Due to this ticket being the only occurrence of reboot occurring after patient transfer is performed, this event is likely an isolated incident. As there is no recurrence and the event is likely an isolated, incident, further action is not warranted. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7. Attempt #1 09/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number(s) were noted as no information (ni), as attempts were made to obtain the information, but no replies were received. Bsm: model #: ni, serial #: ni. Telemetry: model #: ni, serial #: ni.

Event description:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that tele anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor (bsm) to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that telemetry device anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were transferring a patient from a bedside monitor to a telemetry device and when they hit transfer, the central nurse's station (cns) went black and rebooted itself and when it came back on, they were unable to see that tele anymore. No patient harm was reported. Nihon kohden technician asked the bme to send the logs to them so that they can see why this happened.